Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege, the patient's implants are beginning to produce metallic fragments. It is further alleged that blood testing confirmed elevated blood ion levels of cobalt-chromium.